Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) an error message was displayed on the programmer screen. Additionally, the device was unable to produce tones with the application of a magnet.